Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+1.0/080 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a same length, different model lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4)